Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, failure to insert was observed on the right ventricular lead; it was noted that the patient received transient ventricular stimulation. The lead was not implanted, and the implant procedure was abandoned. The patient¿s condition was stable.

Manufacturer narrative:
On (B)(6) 2018 spb ¿ supplemental report needed to address analysis results